Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient awoke that day with elevated blood glucose (bg) 436mg/dl with vomiting and large ketones associated with a power issue with the pump. The patient was reportedly treated in a doctor's office with insulin via injection and symptoms were subsiding at the time of the call to animas. The patient reportedly discontinued the pump. The reporter noted that the pump had no power and there was moisture/corrosion in the battery compartment. The reporter denied any physical damage to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.